Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 11/14/2017 returned test strips produce lo readings. Final root cause investigation has been completed : rc-003: discoloration due to poor storage. Note: manufacturer contacted customer on 11/3/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any symptoms or medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. Sister was unsure of the customer's expected fasting blood glucose test result range, but stated 120 - 200 mg/dl. Customer was not available at the time of call to confirm how he was feeling, but sister stated that when he tests he does not show signs of hyper/hypoglycemia. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip manufacturer's expiration date is 09/25/2018 and open vial date was more than four months. Test strips are expired as are four months past the date first opened at time of call. Customer was advised to discontinue use of meter. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading lo. Caller states that her brother is getting lo reading everytime he tests. Advised to customer that lo means that sugar falls <20mg/dl caller states that when testing her brother he does not display any diabetic symptoms. Caller states that her brother does not test everyday and that they had the strips for over 4 months. I advised customer to disregard strips and discontinue use of meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Meter and test strips returned for evaluation. The device is undergoing an evaluation but has not yet been completed. Note: manufacturer contacted customer on 11/3/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any symptoms or medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. Sister was unsure of the customer's expected fasting blood glucose test result range, but stated 120 - 200 mg/dl. Customer was not available at the time of call to confirm how he was feeling, but sister stated that when he tests he does not show signs of hyper/hypoglycemia. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip manufacturer's expiration date is 09/25/2018 and open vial date was more than four months. Test strips are expired as are four months past the date first opened at time of call. Customer was advised to discontinue use of meter. (B)(6). Customer called in states the meter is reading lo. Caller states that her brother is getting lo reading every time he tests. Advised to customer that lo means that sugar falls < 20 mg/dl caller states that when testing her brother he does not display any diabetic symptoms. Caller states that her brother does not test everyday and that they had the strips for over 4 months. I advised customer to disregard strips and discontinue use of meter.